Manufacturer narrative:
It was reported that a foley catheter on (B)(6) 2020 was clogged and not draining. Md contacted for decreased urine output caused by the catheter malfunction. Plan of care changed and orders placed for fluid boluses based on inaccurate urine output. According to reporter, patient was bladder scanned with 250 cc residual noted. Catheter removed, patient voided 200 cc. Reporter states new foley catheter placed without incident. Original foley catheter according to reporter had been placed "for hardly over 24 hours". No additional information is available at this time. There was no further intervention reported related to the incident. The sample is not available for returned and evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the foley catheter was clogged and not draining. A new catheter was placed without issue.